Event description:
It was reported that a male patient underwent a diagnostic coronary procedure on an unknown date. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The patient was discharged to home the same day of the procedure with no complications noted. The patient returned to the physician's office at an unspecified day and was scheduled for a non emergent out patient based thrombin injection. Pseudoaneurysm was corrected with no further complication. The physician does not blame the device. The patient developed a severe cough which the physician attributes to causing the pseudoaneurysm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the most likely cause of the reported pseudoaneurysm could have been the vigorous activity of the severe cough. It should be noted that the mynx vascular closure device patient brochure indicates the following: "no vigorous activity or straining". If "coughing, sneezing, or straining for a bowel movement: support your groin by pressing with your palm on top of the dressing/bandage", as such activity may result in a hematoma/bleed.